Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during setup the video system had a communication error and could not detect the endoscope it was connected to. There was no patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and legal manufacturer's investigation results. The device was returned to olympus for inspection and the reported error (e226) was reproduced. Based on the results of the investigation, the event was likely caused by the failure of the transmitter and receiver (rx and txrx) modules which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.